Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right ventricular lead exhibited externalized conductors, seen both via fluoroscopy and visual inspection. The lead was removed and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead was returned for analysis in three pieces. External insulation abrasion was noted from 11.2 cm to 12.0 cm from the connector pin consistent with friction against the pulse generator can. The etfe coating was abraded at this location. Further external insulation abrasion was noted on the second piece from 0.8 cm to 1.3 cm and from 2.5 cm to 3.7 cm from the reference end, consistent with friction against the pulse generator can. The etfe coating was intact at these locations. Internal insulation abrasion was noted on the third piece from 9.4 cm to 9.7 cm, from 13.6 cm to 14.8 cm, and from 14.5 cm to 15.7 cm from the distal tip. The etfe coating was intact at these locations. All other damage found was sustained during surgical procedure.